Manufacturer narrative:
Evaluation summary: no surgical notes or x-rays were returned. The exact cause cannot be definitively determined with the information provided. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon was unable to insert stem. Surgery was completed with another device.